Event description:
Cpi received info that during an implant procedure of an ICD the physician noted insulation damage on one of the pmi leads and repaired the lead. The lead remains actively implanted.